Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Time between tests is not known.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: the mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Exhaustive in-house testing on the reported lot has left no remaining strips for further testing. Most recent in-house therapeutic donor testing has been performed on (B)(6) 2012 with lot #262184. Results as follows: donors: #1, inratio results: 3.2, 3.4, 3.0, reference: 2.63, bias threshold: (1.63-3.63), %cv: 6.25. Donor #2, 3.8, 3.6, 4.0, 3.13, (2.13-4.13), 5.26. All replicates for the each donor are within the acceptable bias for accuracy. Each donor produced %cv less than 16% - precision criteria has been met. Product performed as expected. No further investigation needed. Investigation continued: returned meter sn (B)(4) passed testing. Results as follows: functional testing: functional testing was performed on the returned meter with passing results. Meter investigation (inspection): unit was then tested with thermometer sensing test during warming up to determine if unit's heater plate is within the standard specification (36.00-38.00 degrees celsius). Performed thermometer sensing test on unit and both thermistor are measured as follows: thermistor a = 36.15 degrees celsius thermistor b = 36.45 degrees celsius. Visual inspection revealed no contamination on a heater plate. Meter memory: meter memory was reviewed. Customer's reported result of 2.4 was present in meter, but date of testing was (B)(6) 2012. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Root cause could not be determined. In-house therapeutic sample testing with retain strips met accuracy criteria. Returned meter functional testing revealed no product deficiency. Lot # 262184: (B)(4). Action threshold (B)(4) has reached. Review of complaint rate of the brick lot, the rate is (B)(4). Due to increase in discrepant complaints with inratio strips, this issue was escalated to CAPA (B)(4). Lot # 272729: (B)(4). Action threshold (B)(4) has reached. Strip lot in complaint has strip code 3b2tv which brick lot number 257210 was assigned and packaged into strip lots (272729 272566). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), corrective action is not required at this time for lot# 272729. No corrective action required at this time as no product deficiency was established.